Manufacturer narrative:
Analysis identified that the insulation was separated at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that a segment of the lead was sent back and the account did not keep the ins device. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pet3, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient lost significant weight and pain at their ins site started. They checked impedance at 1v and 210 pulse width prior to the revision procedure and ¿all readings equivalent;¿ all case impedances were 1099 ohms. The other readings were all in range as well; in ohms, they were: 1408 on 0 & 1, 1466 on 0 & 2 and 0 & 3, 1135 on 1 & 2 and 2 3, and 1213 on 1 & 3. During the revision, it was discovered that the lead was under no tension when removed from the ins, but the insulation was stripped at the connection to the ins and the bare wires were exposed. A new lead and ins were placed. As the patient had pain from their ins, the new lead ins was placed deeper, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.